Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal and exhibited intermittent high out of range pacing impedances on the right atrial (ra) lead. In addition, noise was also oversensed on the ra lead. Technical services (ts) discussed that this could be a lead issue and a spring contact issue. Ts recommended troubleshooting options, and programming off the rrt sensor. This ICD and ra lead remain in service. No adverse patient effects were reported.